Manufacturer narrative:
During inspection and testing, foreign material found in the forceps elevator was suspected to be due to insufficient cleaning of the device. The reported issue (broken k-wire) was confirmed and found to be caused due to mechanical/chemical stress. The reported issue (dirty lg lens) was confirmed and suspected to be due to insufficient cleaning of the device. In addition, service found there was a leakage due to deformed scope connector, the adhesive on the bending section cover was cracked, the light guide cover glass was scratched, the connecting tube was scratched, the control unit was sticky, the grip was sticky, the universal cord was scratched, the bending angle in up/down/left directions was out of specification due to wear of the angulation wire, there was play in the up/down and the right/left angulation knobs due to wear of the angulation wire, the forceps raising angle was out of specification due to a cut on the k-wire, and the plastic cover was scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the forceps elevator wire (k-wire) was completely cut off and there was dirt in the light guide lens (lg lens). The reported issue occurred while preparing the subject device for use during an unspecified procedure. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed there was foreign material in the forceps elevator and there were white dirt particles inside of the lg lens. This report is being submitted for the malfunction found during evaluation (foreign material in forceps elevator and lg lens). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, e1, e2, e3, and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material in the forceps elevator was that reprocessing steps recommended in instructions for use were not performed completely. Water leakage from device and cut at k-wire made it possible for foreign material to remain at/around the forceps elevator. What the material was could not be determined. The white particles inside of the lg-lens were determined to be reflection of the lg-bundle. The event can be prevented by following the instructions for use which state: ¿ (reprocessing manual) ¿if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.